Event description:
It was reported that the speed was unstable, and burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotapro console kit, 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000rpm and increases to 200, 000rpm from the set rotation speed 0f 180,000rpm. Upon doing the second run, the device stopped advancing near the exit of the guide catheter. The burr was stuck 1cm from the wire and could not be advance. Both wire and burr were removed together. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the corroded turbine interfered with the devices ability to rotate during analysis leading to a device stall. As the rotawire used in the procedure was returned and used for analysis. During analysis, the rotawire was able to be removed and fully reinserted into the device with no resistance or issues. When the rotapro advancer was connected to the rotapro console control system and the knob switch, ablation button was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, during which the advancer was dismantled, and the interior components were inspected for damages or defects.

Event description:
It was reported that the speed was unstable, and burr stuck on wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A rotapro console kit, 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that there was an abnormality of the rotation speed. The rotation speed decreases to 160,000rpm and increases to 200, 000rpm from the set rotation speed 0f 180,000rpm. Upon doing the second run, the device stopped advancing near the exit of the guide catheter. The burr was stuck 1cm from the wire and could not be advance. Both wire and burr were removed together. The procedure was completed with another of same device. No patient complications were reported.